Manufacturer narrative:
One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation.the 10-pin eeprom was programmed with the incorrect model ID number during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3 corrected data: h6 one bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The 10-pin eeprom was programmed with the incorrect model ID number during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite.

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h10 corrected data: h6 one bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The 10-pin eeprom was programmed with the incorrect model ID number during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite.

Manufacturer narrative:
(B)(6).

Event description:
Related manufacturer report number:3008452825-2024-00022. During device preparation, when the tactiflex se fj curve catheter was plugged into the ensite x amplifier, it was noted that it was auto-recognized as a flexability dd. The device was replaced outside the patient with another tactiflex fj catheter, with no resolution. The device was replaced to a tactiflex df, which resolved the issue, and the procedure was completed with no adverse consequences to the patient.